Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. A device history review was conducted for the lot numbers sold to this account from december 2014 to april 2015. These lots passed all manufacturing and quality inspections. In the absence of the subject device, it is difficult to determine the root cause of the incident. All graspers undergo a 100% visual and functional inspection during the manufacturing and assembly process. Although the root cause of your experience could not be determined, as a precautionary measure, all production team members for the grasper jaw assembly were retrained. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"The two mesh paddings came away from the device whilst the device was inside the patient." Patient status: "normal."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.